Manufacturer narrative:
Evaluation completed. One (B)(4) pack label from lot v2224 was returned with one esa hub and sleeve assembly taped to the label. Visual inspection found the polyimide sleeve pulled from the hub. The adhesive ring is still on the polyimide sleeve. The sleeve is not torn. Functional testing cannot be performed due to the damage. The sample will be sent to the vendor. A supplemental report will be filed with the vendor results. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported as the infusion line was being removed from the patient's eye the trocar hub broke from the polyamide cannula. Neither the trocar hub or cannula went into the eye. There was no harm to the patient.